Event description:
On (B)(6) 2026, the lay user/patient contacted lifescan (lfs), alleging that their onetouch ultra2 meter continued to display the apply sample message instead of counting down and providing a blood glucose result. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient disconnected the call and could not be reached for further information. The patient reported that the alleged meter issue began 2 weeks ago around 8:00 am to 9:00 am. The patient manages their diabetes with lantus insulin (20-25 units) and humalog insulin on a self-adjusting dose. The patient did not report taking any action regarding their usual diabetes management regimen in response to the alleged issue. During the call, the patient reported that an unspecified time after the alleged issue began, they suffered dka (diabetic ketoacidosis) because they could not check their blood glucose due to the reported issue and were hospitalized. At the time of troubleshooting, the patient declined to perform a test. The alleged issue remained unresolved. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.